Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). Reporter¿s complete mailing address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the lid device was heating up. There were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Subsequent follow-up determined that there were two devices associated with this event. The event description and concomitant devices have been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
"The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the housing was deformed, lid leaky and the lock/unlock function was defective. It was noted that the device failed pre-test for function lock/unlock with safety pin and check for leakage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.